Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"Fracture of biolox ceramic head" was reported. Update: was the patient doing any activity/activities that may have led to the fracture?: the patient fell

Manufacturer narrative:
This MFR report #0002249697-2023-00241 was found to be a duplicate of MFR report # 0002249697-2023-00161. All data for this patient's experience will be captured under MFR report # 0002249697-2023-00161. This product inquiry is being closed as a duplicate.

Event description:
"Fracture of biolox ceramic head" was reported. Update: was the patient doing any activity/activities that may have led to the fracture?: the patient fell.